Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the 5 ml bd luer-lok¿ syringe sterile, single use the oncology nurse attempted to inject chemo agent via the syringe as per routine practice. Liquid from within the syringe sprayed out through crack in side of the syringe and splashed onto the staff members face and clothing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: DHR/qn review could not be performed due to lot# not having been provided. Sample evaluation: one photo was received by bd canaan and evaluated. The syringe in the photo is filled with a clear medicinal fluid, a partially visible tip cap and a partially attached label. A white precipitous residue is seen on the outside of the barrel. The barrel is out of focus and the reported crack could not be readily seen, however the presence of residue is consistent with such a defect. Unfortunately, further investigation is not possible without the lot#, sample or another photo showing the defect more clearly. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause: undetermined - based on the investigation results to date, root cause could not be determined.